Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, ventricular tachycardia was stored as a noise episodes on the electrogram. No intervention was performed at this time. The patient was stable with no consequences.